Manufacturer narrative:
On december 17, 2021, the mentor analysis lab received the medical device for evaluation. An evaluation of the device was completed on january 5, 2022. The results are as follows: according to the information received, the patient experienced deflation in the breast implant. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient of unknown demographics had undergone a bilateral breast augmentation revision surgery with implantation of two 400cc mentor smooth round moderate plus profile prostheses. Post-operatively, the patient experienced a spontaneous deflation event in the left breast prosthesis that was confirmed by a physical exam by their hcp. As a result, the patient underwent a bilateral removal and replacement with mentor gel devices on (B)(6) 2021.